Event description:
A malfunction was reported on the pump by the caller. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Customer reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.